Manufacturer narrative:
(B)(6). Lot 16j022 was manufactured september 15, 2016 ¿ september 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos were received which show evidence of a pool of liquid inside the green bag that contains the infusor device, which indicates leakage has occurred. The reported issue was verified. The cause of the leak problem could not be determined via the photos. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the over pouch. The device was filled with meropenem 1500mg in sodium chloride 0.9%. This occurred before use. There was no patient involvement. No additional information is available.